Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument would not cauterize tissue, causing bleeding. Correct audible sealing sounds were reported during sealing attempts. However, no sealing was completed. No errors were displayed by the system. The target tissue was the uterine tissue which is where the bleeding was observed. This caused minimal, but more than expected bleeding for this portion of the surgery. No repair was required. It is unclear what medical intervention, if any, was rendered due to the bleeding. The surgeon used a backup vse instrument to complete the case robotically. No other complications were reported.

Manufacturer narrative:
The vse instrument was returned for failure analysis evaluation. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.